Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex braid was returned for analysis inside a sealed biohazard bag and a shipping box. The pushwire was not returned with the pipeline flex braid. Damaged location details: the pipeline flex braid¿s distal and proximal ends are both opened and frayed. The braid¿s middle part was also open and damaged. No other anomalies were found. Conclusion: based on the reported information and device analysis, the customer¿s complaint of ¿failure/incomplete to open¿ was not confirmed, as the returned pipeline flex braid¿s middle part was fully open and damaged, while the distal and proximal ends were both opened and frayed. However, the cause of the failure to open could not be determined. Possible causes include severe vessel tortuosity, the user deploying the braid in the vessel bend, and a damaged braid. The braid can be damaged due to over-manipulation, deployment technique, delivery/retracting delivery wire against resistance, or deploying/re-sheathing against resistance. Per the instructions for use (IFU): ¿use in anatomy with severe tortuosity, stenosis or parent vessel narrowing may result in difficulty or inability to deploy the pipeline flex embolization device and can lead to damage to the pipeline flex embolization device and microcatheter." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the middle section of the pipeline did not open. The pipeline was at the opening of the aneurysm outflow tract, and there were some bends. It could be seen from the image that the ped could not be opened at all. The customer could only push, pull, and retrieve it to deploy it repeatedly, but it could not be opened. The customer did not deploy it completely. When it could not be opened, the customer chose to withdraw the device as a whole, inspected it, and scrapped it.

Event description:
Medtronic received information that a ped pipeline failed to open. The patient had tortuous blood vessels. During the process of embolization of the large aneurysm, it was found that the anterior choroidal artery originated from the aneurysm. Therefore, the surgeon did not perform coil filling for this wide-necked aneurysm. After the first dense mesh stent was implanted, the dense mesh stent herniated into the aneurysm during the process of retrieving the visible wire, so a bridging operation was planned. During the bridging process, the dense mesh stent could not be opened. After repeated attempts, it still failed to open. The surgeon then thought that the stent itself was damaged and requested to replace the stent and related stent microcatheter. Therefore, phenom 27 and ped4.25-30 were withdrawn. After removal from the body, it was found that the stent was damaged and the middle section could not be opened. After repeated manual rubbing, it was later replaced with our company's 4.25-35 stent for bridging. The devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU.  The patient was being treated for an unruptured, amorphous aneurysm in the clinoid segment. The max diameter was 16mm and the neck diameter was 11mm. The distal landing zone was 3.2mm and th proximal landing zone was 4.3mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered. The access vessel was the femoral artery with a diameter of 7mm. No patient symptoms or complications were administered.  Ancillary devices: navien catheter, phenom 27 catheter, 8f cordis sheath.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.